Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported taking his normal 7 units of novolog nph insulin at 7:00 pm. Stated that he went to sleep and woke up at 11:00 pm with symptoms of hypoglycemia, aviva system blood glucose result of 35 mg/dl. Self-treated with two glucose mints, retest result at 11:05pm was 72 mg/dl with sypmtoms of hypoglycemia. Ate 3 more glucose mints, felt better, retest result at 11:10 pm was 125 mg/dl. Strips not available for return, replacement sent.